Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed away due to complications associated with cardiac arrest. Prior to a scheduled magnetic resonance imaging (MRI) procedure, the patient was in cardiology consultation and the device was interrogated and programmed into MRI protection mode (dual chamber asynchronous pacing mode (doo) at 90 paces per minute and tachycardia therapy disabled) in order to mitigate risks associated with exposing the implanted system to the MRI environment. After programming the device to MRI protection mode, the patient did not go directly to the radiology department for the MRI procedure as would normally occur. The patient was found in cardiac arrest at a different location in the hospital prior to reaching the radiology department. The patient was taken to the intensive care unit and extracorporeal membrane oxygenation (ECMO) treatment was administered; however, the event resulted in the death of the patient. The device has been explanted and is expected to be returned for laboratory analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. Upon receipt at boston scientific's post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual examination of the device header and case noted no anomalies. A full memory download was successfully completed, and engineering review of the device's diagnostic data confirmed there were no unexpected resets or faults while the device was implanted. The device was programmed to MRI protection mode on (B)(6) 2021 at 14:07 and the MRI episode was ended at 20:07. Tachycardia therapy was programmed to off on (B)(6) 2022 to prepare the device for return. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The device functioned appropriately during all return product testing.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed away due to complications associated with cardiac arrest. Prior to a scheduled magnetic resonance imaging (MRI) procedure, the patient was in cardiology consultation and the device was interrogated and programmed into MRI protection mode (dual chamber asynchronous pacing mode (doo) at 90 paces per minute and tachycardia therapy disabled) in order to mitigate risks associated with exposing the implanted system to the MRI environment. After programming the device to MRI protection mode, the patient did not go directly to the radiology department for the MRI procedure as would normally occur. The patient was found in cardiac arrest at a different location in the hospital prior to reaching the radiology department. The patient was taken to the intensive care unit and extracorporeal membrane oxygenation (ECMO) treatment was administered; however, the event resulted in the death of the patient. The device has been explanted and is expected to be returned for laboratory analysis.